Manufacturer narrative:
The customer¿s report of an over infusion was confirmed and replicated. During inspection the instrument seal was found to be torn; the door hinges were intact and functional with no issues noted. The rear case and door were found to have various dents and dings into the plastic, large cracks were noted to the right and left front sides of the rear case, and a small piece of plastic was found to be missing from the right front side of the rear case. The platen was found to be broken at the upper post; the platen date code was (B)(6) 2009 ((B)(6) 2009). Analysis of the pcu event log showed programming for magnesium sulfate 2 grams/50ml at 25ml/hr consistent with the customer's report. Rate accuracy verification identified the device to be out of specification; during testing there were long periods of unregulated flow. Repeat testing done after replacing the platen with a known good part found the device to be well within specification; during repeat testing there were no further periods of unregulated flow observed. The proximate cause of an over infusion was a broken platen upper hinge post.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a pump was programmed to infuse 50ml of magnesium sulfate (2gms) to infuse at 25ml/h for a duration of 2 hours. Approximately 30 minutes later the pump was alarming for air-in-line with the bag being empty. Pump was set to pause, and then flushed the tubing. When the pump was restored the infusion volume to be infused was at 42.6ml with a time left to complete was 1 hour and 42 minutes more than expected. There was no patient harm.